Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type lead (B)(4).

Event description:
It was reported the trial patient had an infection. The patient was hospitalized for four days. The leads had to remain implanted for 3.5 weeks. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.